Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of fever and peritonitis in a patient coincident with dianeal pd2 ambuflex therapy intraperitoneally (ip) for automated peritoneal dialysis (apd). In (B)(6) 2011, the patient experienced peritonitis manifested by fever and was hospitalized on an unknown date. The cause of the peritonitis was unknown. The patient was treated with antibiotics (unspecified). The peritonitis resolved. The outcome of the fever was unknown. It was not reported if the patient remained hospitalized. Dianeal therapy was ongoing. The nurse believed that the peritonitis was not related to dianeal therapy. A causality statement was not provided for the event of fever.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis incident.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11a13057, h11c31030 and h11d25048 with no exceptions observed related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.